Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was measured within specification. Electrical testing was normal. Visual and x-ray inspections of the lead were also normal.

Event description:
It was reported, that the patient's right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.